Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she used five tampons for approximately three hours each and upon removal the tampons fell apart. She was able to remove the tampon pledgets from her vaginal cavity. She did not experience any adverse health affects and did not seek medical attention.